Event description:
It was reported that the user observed leakage at the cartridge-to-connector interface during a supply change and initially attached the cartridge to the connector before inserting it into the ilet. Symptoms included no reported adverse clinical effects and blood glucose was not impacted. Outcomes included successful completion of the supply change using a new cartridge and resumption of delivery. Investigation included customer counseling, removal of supplies, cleaning of the cartridge chamber, restart of the cartridge and tubing change, and education on the correct sequence for attaching the cartridge after insertion into the ilet. Investigation of this case revealed user technique as the likely contributor to the leakage at the cartridge-connector interface. It was concluded, based on previously established findings for similar reports, that the cause was user error related to assembly sequence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.